Event description:
It was reported, "an adverse event crf was received by the site for the patient who experienced acetabular component loosening, and underwent revision of the acetabular component in 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.